Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event the same day as onset. The patient was treated with intraperitoneal fortaz (2 grams daily for two weeks). At the time of this report, the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. The same day as onset, the patient was hospitalized for the peritonitis event. Treatment was not reported. The patient was discharged five days after admission and was reported as recovered from the event. Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.